Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The DHR review could not be performed; however, following the inspection process, the device must undergo a final inspection and meet manufacturing and quality specifications before being released. It has been over 8 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation, the damage which occurred was most likely due to user mishandling during device reprocessing, such as impact from being dropped. The event can be detected/prevented by handling the device according to the instructions for use that state: the device instructions for use (IFU), rev 99-1088_fg states "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects", " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged." (Warnings, page 4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a bent outer tube, a dented objective window and a foggy optical fiber system. The investigation is. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the slimline ureteroscope,short had bent, broken pixels and a bad image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a dented objective window was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.